Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting the elective replacement past (erp) indicator with an erroneous battery voltage.